Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was over 600 mg/dl and current blood glucose value was 261 mg/dl. Customer treated with manual injection. The drive support cap appeared normal. Customer had low blood glucose value of 61mg/dl. Customer had oz to treat for low. Customer does not allege the pump of over delivering or under delivering. Insulin pump will not be returned for analysis.